Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt had not felt device stimulation for approximately two weeks at the time that the high lead impedance test result was obtained. No adverse event was reported in conjunction with the high lead impedance condition. The pt is on a swim team and it was reported that while swimming, people have "bumped" into pt's chest. Additionally, the pt has a habit of "cracking pt's neck". X-rays review by the neurologist, the neurosurgery and device MFR did not reveal any obvious discontinuities in the ncp system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Lead replacement surgery is planned.

Event description:
Product analysis summary: the lead assembly was returned for analysis in two pieces without the electrodes. Lead breaks were identified on the end of the positive coil. Scanning microscopy identified that the breaks occurred as a result of torsion, indicating the breaks occurred during explkant. Continuity check using a multimeter was performed. Continuity check did not identify any obvious discontinuites on the portions of the lead returned. The condition of the lead is consistent with conditions that exist following the explant procedure the concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. No electrical or visual anomalies were identified that could adversely affect device performed. The cause of the reported events was not confirmed in analysis; however, the entire lead was not returned for analysis.

Event description:
Further follow-up revealed that the patient underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced.